Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported experiencing a return of urgency after they went through airport screening. Patient stated no one told her she needed to turn off her device prior to going through the gates. The patient noted she has traveled a few times since implant and each time she has not turned off her device. The patient noted she has been using her patient programmer (pp) to confirm status of implant and has tried adjusting stimulation and changing programs. The patient added she normally leaves it at a certain setting for at least a few days before she makes further adjustments. The patient plans to contact her healthcare professional (hcp) if the problem does not resolve. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.